Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging a onetouch verio iq meter was not powering on when a test strip was inserted. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. The test strips were returned to lfs and evaluated by product analysis on (B)(4) 2012 with the following findings: the complaint was not confirmed but the test strip vial label is torn in the non critical print area. Based on the information provided, this complaint is being reported due to the following conclusion(s): there is no indication that subject meter cause or contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
On (B)(4) 2012, device evaluation: the test strips involved in this complaint were returned to lfs and evaluated by product analysis on (B)(4) 2012 with the following findings: the complaint was not confirmed but the test strip vial label is torn in the non critical print area. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.